Event description:
It was reported that the right ventricular (rv) lead perforated the ventricle, leading to cardiac tamponade. A pericardiocentesis was performed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted (B)(6) 2013; 5867-3m crdm adaptor, implanted (B)(6) 2014. (B)(4).